Event description:
It was reported to ge that while preparing for a procedure, the system was tilted to +70 degrees and the spot film device started to drop. No pt was on the table at the time. A broken bearing shaft was identified as the issue and the system was repaired and returned to use. Two days later with the table tilted at +90 degrees, the shaft broke again and spot film device moved without command. A material defect was identified and corrected by design changes to the system. This design change has been sent to the field. No injury was reported as a result of these incidents at this site.